Event description:
A peritoneal dialysis (pd) pt's caregiver reported the cycler was alarming for air detected in the cassette during drain 2 of 4. While troubleshooting, the caregiver cancelled treatment and disconnected the pt. When he opened the cassette door fluid leaked out from the bottom of the cassette. The set was retained and is being made available for evaluation. During follow up, the pt's caregiver reported that his effluent has remained clear. He was prescribed prophylactic antibiotics. During additional follow up the pt's pd nurse confirmed the prophylactic antibiotics and the pt had no signs of infection. No adverse event reported at this time.

Manufacturer narrative:
The device has not been returned for evaluation at this time. A supplemental report will be submitted upon completion of the plant's investigation.